Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft4 ii assay and elecsys ft3 iii results for one patient sample from cobas 6000 e601 module serial number (B)(4). This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The initial ft4 result was 30.08 pmol/l and initial ft3 result was 6.94 pmol/l. These results were reported outside of the laboratory and were questioned by the physician. The sample was repeated on an abbott analyzer. The ft4 result was 19.6 pmol/l and the ft3 result was 5.67 pmol/l. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's high ft4 and ft3 results were confirmed and no interfering factors were detected. The investigation was unable to find a definitive root cause. The differences in the results from different assay manufacturers, in this case abbott, can be due to differences in the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.